Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 487 mg/dl which was treated with bolus. The customer experienced random high blood glucose levels. The insulin pump passed self-test. The customer was using insulin pump system within 48 hours of the high blood glucose levels. The customer was on auto mode feature at the time of the incident. Customer declined to troubleshoot for high blood glucose. The customer's last blood glucose was 222 mg/dl. The insulin pump will not be returned for analysis.